Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. Unite power up properly after battery installation. Device received with operating current within specification. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. (B)(4)

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. Unite power up properly after battery installation. Unite received with operating current within specs. No unexpected low battery alarm were noted. Unite passed displacement test, self test, off no power test and all operating current test.

Event description:
Customer reported via phone call that insulin pump was suspended and have block dot on screen. Customer¿s blood glucose was 309mg/dl. Customer stated that buttons on the insulin pump was hard to push and last battery only lasted for a week. Insulin pump will not be returned for analysis.